Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during routine device change out procedure the right ventricular lead was exhibiting high capture thresholds and low sensing. Physician suspected the device might have exhibited premature battery depletion due to short battery life. Physician chose to leave leads implanted and reduce output on new implanted device as patient was not pacemaker dependent. Patient condition was stable.

Manufacturer narrative:
The reported event of premature depletion could not be confirmed. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Further analysis will not be performed at this time per legal hold.